Event description:
It was reported that after foley catheter was placed, customer observed that the foley catheter did not drain properly into the urine collection bag from the urine meter box on the front of the set, the plastic collection bag appeared to be sealed internally. The urine would come down the tubing and into the urine meter but could not pass into the collection bag from the urine meter (lot#nghx2197). After getting two other registered nurse opinions, they got a new bag and replaced the bag without needing to replace the catheter. The new bag had the same issue and would not drain urine into the bag, only into the urine meter. The set was able to be used, but staff had to keep emptying the urine meter on the front of the bag frequently since it would not drain into the collection bag (lot#nghz0223). The original intended procedure was keeping bladder drained via urinary catheter. Per additional information received via email on 30sep2024, it was reported that the defective product had been discarded by the hospital, as this event occurred in may. There was no impact to the patient, as another bag was connected to the indwelling catheter, which also had the same problem. Staff decided to just frequently empty the bag since the patient only needed the foley system for a few more hours during recovery from their cesarean section. Once the recovery period ended, the foley was discontinued.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be tubing does not meet specification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Directions for using bard ez-lok sampling port: bard ez-lok sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory. Contains or presence of phthalates: di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast-feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after foley catheter was placed, customer observed that the foley catheter did not drain properly into the urine collection bag from the urine meter box on the front of the set, the plastic collection bag appeared to be sealed internally. The urine would come down the tubing and into the urine meter but could not pass into the collection bag from the urine meter (lot#nghx2197). After getting two other registered nurse opinions, they got a new bag and replaced the bag without needing to replace the catheter. The new bag had the same issue and would not drain urine into the bag, only into the urine meter. The set was able to be used, but staff had to keep emptying the urine meter on the front of the bag frequently since it would not drain into the collection bag (lot#nghz0223). The original intended procedure was keeping bladder drained via urinary catheter.